Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. There is post-operative medical intervention was necessary. No product on hand. The batch number is unknown, a batch history review is not possible. There are no further complaints with this error pattern at hand. The root cause for the problem is most probably patient related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). This craniofix burr hole clamp was implanted on (B)(6) 2015. In the current situation, it was found that the patient's scalp around the disk was swelled. Due to this incident, the revision was performed and the disk was removed. After removing the disk, the surgeon found that the white foreign particle (looks very creamy consistency). The surgeon checked this particle by histopathological examination and confirmed that any bacillus is not existed.